Event description:
It was reported that both right atrial (ra) lead and left ventricular (lv) were explanted. It was believed that the ra lead was fractured. Also, it was noted that lv lead found to be dislodged. The physician made a decision to removed and replaced these leads. No additional adverse patient effects were reported. The leads are not expected to return for analysis.